Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for pelvic disorders it was reported that the patient had a problem with the neurostimulator. The patient asked for an interlocution with the  technicians to have more specific information in addition to those reported in the manual, for possible anomalies of the device in their workplace. They point out that they work in a steel industry with the presence of electric melting furnaces and that after returning to work they have experienced overheating of the device and pain in their right leg. No further patient complications are anticipated or expected as a result of this event.